Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, the patient underwent surgery at 2:00 pm. After the delivery of the fetus, the surgeon routinely prepared to suture the uterus. When using the product to suture the uterus, it was found that the problem of pulling off suture needle happened. The doctor immediately stopped the surgery and searched for the cause of the needle. It was found that the needle and suture joint was disconnected, so a new suture was immediately replaced and re sutured. This not only prolongs the surgery time for the patient, but also increases the possibility of uterine bleeding caused by the surgery. It may also cause the needle to jump out of the surgical area and cannot be found, which can easily lead to medical disputes. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how long, in minutes, did the surgery prolong? 5 minutes. Which tissue was being sutured when the event occurred? Myometrium. Did the reported issue contribute to any patient adverse consequences? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? Please refer to the event description, other information requested is unknown. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). H6. Investigation findings: c22 ¿ photo/video analysis additional information: h 6. Type of investigation, h 6. Component code, h 6. Investigation findings h3 investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with an apparently detached needle; the suture remains in its original packaged position. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. The product code and lot number cannot be verified from the image. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.